Manufacturer narrative:
The reported event of insulation damage was confirmed. Visual examination found damage on the outer insulation consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any other anomalies with the exception of procedural damage.

Event description:
It was reported that a patient presented for an unrelated lead revision. During the procedure it was noted that the atrial lead had insulation damage. The physician elected to explant and replace the atrial lead during the procedure. There were no patient consequences.